Manufacturer narrative:
The following are correction to the voluntary report number mw5017746 submitted by the user facility: reference section d2 "product code", the reported product code was btr and the actual product code is etn; there is no unused product from the identified lot number and the actual device involved in the event was not returned. A product analysis could not be performed. The IFU for the emg-ett (rev march 2007) includes the statement: 'indications for use; the emg tube is not intended for postoperative use.' The information indicates that there were no adverse patient consequences. We are filing this event as a reportable malfunction since the possibility of death or serious injury cannot be ruled out if this event were to reoccur.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A review of the maude database found report number mw1031766 from 2004. Description: "patient intubated with nim emg endotracheal tube, reinforced for surgical intervention of evacuation of hematoma. S/p parathyroidectomy the day prior. Decision to keep patient intubated one night due to swelling. The metal used for the reinforcement became frayed occluding lumen causing difficulty in suctioning required removal and trach the next day."